Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a single elevated shock impedance of 121 ohms. Follow-up defibrillation threshold testing (dft) exhibited normal shock impedance of 40 ohms. A guidant technical services (ts) consultant discussed possibilities for the observation, including a partially tightened setscrew. Ts discussed options, including invasive evaluation of the setscrews. It was reported that this observation has ocurred once previously. No symptoms have been reported.